Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the healing abutment would not seat in the implant. They were able to complete the procedure with another healing abutment. Tooth location not reported.

Manufacturer narrative:
One heal collar 3.5x5.5, 3mm (hc353) was returned for investigation. Visual evaluation of the as returned product identified no apparent malfunction. Functional testing was performed with in-house implant. The healing collar was able to seat into the implant as normal. No pre-existing condition was noted in the per. The device was intended for an unknown tooth location. X-ray or picture images were not provided and no other information was provided. Appropriate documentation was reviewed. DHR review for the lot (2020110052) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020110052) for similar events and no other complaint was identified. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information, device malfunction did not occur and the reported event was unconfirmed. The following sections have been updated: g6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes."

Event description:
No further event information available at the time of this report.